Event description:
During a review of the manufacturer's programming history database, it was observed that a faulted system diagnostic test occurred on (B)(6) 2009. A final interrogation was not performed, and the patient left the clinic at unintended parameters. Manufacturer labeling indicates to perform a final interrogation to ensure the intended parameters are programmed. On the next recorded visit on (B)(6) 2009, the initial interrogation the device settings showed faulted settings. Generator replacement surgery was also performed on this day. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history.